Event description:
The customer reported an oil mist coming from their unit. Attempted to contact the customer to ask about possible physical complaints, the customer was not available. The asp field service engineer went to the facility and repaired the unit.